Event description:
After use of the device for a cardiopulmonary bypass procedure, the user observed cracks on the outer casing. No other details regarding the nature of the event were provided. Since this event occurred after cardiopulmonary bypass, there was no pt involvement during this event.